Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultralink meter has a power issue(meter does not turn on). The pt manages his diabetes with an insulin pump. The product issue began on (B) (6) 2010 at 12 pm. Reportedly 15 minutes later, the pt experienced low symptom described as palpitations. The pt promptly tested with another meter obtaining a blood glucose reading of "70 mg/dl." As a result of the reported low reading, the pt claimed that he suspended his insulin pump for one hour and administered self treatment with glucose tablet. During troubleshooting, the csr noted that there was no product misused. The power issue was resolved with training. This complaint is being reported because the pt claimed that he developed symptom that can be suggestive of hypoglycemia and received treatment 15 minutes after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.